Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings:confirmed cartridge compartment is cracked at opening of cartridge chamber. Part of the rim is broken off. The returned cartridge cap was able to fully tighten to the pump case. No evidence of moisture damage in cartridge compartment. Observed the battery compartment is cracked below the finger pad extending down to the primary seal. No issue with loss of power. No evidence of moisture damage in battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed cracks in the battery compartment and in the cartridge compartment. This report is made based on the results of an investigation completed on (B)(4) 2013.